Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported blank display and critical pump error . No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was advised to put the pump in storage mode. However the customer will discontinue the use of the device and the product will  be returned for failure analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On (B)(6) 2022, customer returned device for an alleged blank display and critical pump error alarm. No critical pump error alarm noted during boot up. The device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and sleep current test. Device failed active current test due to backlight anomaly caused by low current. Device failed self-test during the white screen test. Backlight anomaly was observed. Successfully downloaded history files and traces using thus. Devic was cut open to perform visual inspection and found moisture damage on the electric board , harness vibrator assembly, force sensor, and motor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Force sensor was not tested outside of device due to moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and faded serial number label damage. Critical pump error alarm was not observed during testing. Critical pump error alarm/critical a broken force sensor was detected during seating or regular delivery alarm was not confirmed. Blank display was not confirmed. Backlight anomaly was observed and confirmed during self-test caused by moisture damage on the electronic assembly. Unexpected battery power loss was confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
The device was returned for analysis.